Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
Customer reported that her insulin pump alarmed button error and she is unable to clear the alarm even after changing the battery. Blood glucose level is 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.